Event description:
The laser system has the following problem: "defect on power supply unit".

Manufacturer narrative:
The problem was due to a defective power supple. After the replacement of this component, the laser system restarted to work. We are unaware about pt injury.